Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had high blood glucose of between 500 mg/dl and 600 mg/dl, which was treated with manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.